Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a maintenance of the subject device, the endoscopic image was intermittently flickered. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that it was found that the coupler lock pin broken during the incoming inspection of the subject device for the repair at olympus medical systems india private limited (omsi). If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. -the image noise was generated by the unexpected stress applied to the cable due to the user's handling and the cable being damaged. -the camera head was discolored due to reprocess or storage that deviated from the instruction manual. -an unexpected stress was applied to the coupler and the lock pin was broken.

Manufacturer narrative:
This report is being supplemented to provide additional information and to correct information provided on previous reports.